Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a (B)(6) year-old female patient who had essure (batch no. C51083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had difficulty placing the coil on left side". The patient's medical history included obesity. Previously administered products included for an unreported indication: mirena, oral contraceptive nos and glyburide. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2016, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), nausea ("nausea"), dizziness ("neurological conditions or problems type: dizzy"), tremor ("neurological conditions or problems type: shaking hands"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant), 6 months 9 days after insertion of essure. In 2017, the patient experienced fatigue ("fatigue,") and alopecia ("hair loss"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), pelvic pain ("pain / pelvic pain"), back pain ("back pain") and arthralgia ("joint aches"). Essure treatment was not changed. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, acne, migraine, nausea, dizziness, tremor, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain, pelvic pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, device breakage, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, mood swings, nausea, pelvic pain, tremor, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: new pfs received- new events added: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, infection (bladder/ urinary tract/vaginal) type: uti, yeast, rashes or skin conditions type: acne, migraines / headaches, nausea, neurological conditions or problems type: dizzy and shaking hands, device breakage, dysmenorrhea (cramping), dyspareunia pain, vaginal discharge, fatigue, weight gain, hair loss, back pain, abdominal pain, joint aches, doctor had difficulty placing the coil on left sidewere added. Lot number and historical drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 30-year-old female patient who had essure (batch no. C51083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had difficulty placing the coil on left side". The patient's medical history included obesity. Previously administered products included for an unreported indication: mirena, oral contraceptive nos and glyburide. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2016, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type:metallic taste in mouth"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), nausea ("nausea"), dizziness ("neurological conditions or problems type: dizzy"), tremor ("neurological conditions or problems type: shaking hands"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant), 6 months 9 days after insertion of essure. In 2017, the patient experienced fatigue ("fatigue,") and alopecia ("hair loss"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), pelvic pain ("pain / pelvic pain / chronic pelvic pain"), back pain ("back pain") and arthralgia ("joint aches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal, lysis of adhesions). Essure treatment was not changed. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, heavy menstrual bleeding, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, acne, migraine, nausea, dizziness, tremor, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain, pelvic pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, device breakage, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, tremor, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2020: specimen(s) received: a: fallopian tube, salpingectomy - right fallopian tube and essure coil. B: fallopian tube, salpingectomy - left fallopian tube and essure coil. Final pathologic diagnosis. A. Fallopian tube, right, salpingectomy. Complete cross section of benign fallopian tube with lumen. / foreign body (see gross description). B. Fallopian tube, left, salpingectomy. Complete cross section of benign fallopian tube with lumen. / foreign body (see gross description). Gross description: a. Received is a tan fallopian tube, 7.0 x 0.6 x 0.4 cm. The entire fimbriated end is submitted. Serial sections reveal a patent lumen and an embedded metallic coil. B. Received is a tan fallopian tube, 8.0 x 0.4 x 0.3 cm. The entire fimbriated end is submitted. Serial sections reveal a patent lumen and an embedded metallic coil.; on (B)(6) 2020: procedure(s): laparoscopic bilateral salpingectomy with essure removal, lysis of adhesions. Indications: the patient is a 35-year-old g3p3003 with essure coils in place. She states there was some difficulty placing the left essure coil and that she had always had pain on that side. She notes that the pain has gotten progressively worse over time. She notes that the pain is very sharp and can stop her in her tracks. The pain resolves spontaneously. The pain is aggravated by the menstrual period which is otherwise reported as normal. She desired definitive surgical removal. She was counseled and consented in the usual fashion. Findings at surgery: 1. Bimanual examination limited by body habitus. Normal appearing cervix on speculum exam. 2. At laparoscopy, normal liver, stomach, and bowel. Normal uterus. Bilateral tubes with essure coils in place. Ovaries appear slightly enlarged with multiple follicles bilaterally. Approximately 1cm umbilical hernia that was filled with omentum. Moderate midline adhesions from omentum to anterior abdominal wall, lysed. Description of procedure: the omentum was pulled out from the umbilical hernia and the midline adhesions from the omentum to the anterior abdominal wall were carefully transected with the ligasure. A routine bilateral salpingectomy was performed. The cornual region of both the fallopian tubes was cauterized and transected, revealing the essure coil which was removed in its entirety. Adequate hemostasis was assured. The specimens (including essure coils) were removed from the lateral side ports. The patient was awakened from anesthesia, extubated, and taken to the recovery room in satisfactory condition. There were no complications. Lot number: c51083, manufacture date: 2014-04-30, expiration date: 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: removal information added; lab data added; reporter added; imdrf-FDA synchronization. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 30-year-old female patient who had essure (batch no. C51083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had difficulty placing the coil on left side". The patient's medical history included obesity. Previously administered products included for an unreported indication: mirena, oral contraceptive nos and glyburide. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2016, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type:metallic taste in mouth"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), nausea ("nausea"), dizziness ("neurological conditions or problems type: dizzy"), tremor ("neurological conditions or problems type: shaking hands"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 6 months 9 days after insertion of essure. In 2017, the patient experienced fatigue ("fatigue,") and alopecia ("hair loss"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), pelvic pain ("pain / pelvic pain / chronic pelvic pain"), back pain ("back pain") and arthralgia ("joint aches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal, lysis of adhesions). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, heavy menstrual bleeding, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, acne, migraine, nausea, dizziness, tremor, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain, pelvic pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, device breakage, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, tremor, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2020: specimen(s) received: a: fallopian tube, salpingectomy - right fallopian tube and essure coil. B: fallopian tube, salpingectomy - left fallopian tube and essure coil. Final pathologic diagnosis. A. Fallopian tube, right, salpingectomy. - complete cross section of benign fallopian tube with lumen. / - foreign body (see gross description). B. Fallopian tube, left, salpingectomy. - complete cross section of benign fallopian tube with lumen. / - foreign body (see gross description). Gross description: a. Received is a tan fallopian tube, 7.0 x 0.6 x 0.4 cm. The entire fimbriated end is submitted. Serial sections reveal a patent lumen and an embedded metallic coil. B. Received is a tan fallopian tube, 8.0 x 0.4 x 0.3 cm. The entire fimbriated end is submitted. Serial sections reveal a patent lumen and an embedded metallic coil.; on (B)(6) 2020: procedure(s): laparoscopic bilateral salpingectomy with essure removal, lysis of adhesions. Indications: the patient is a 35-year-old (B)(6) with essure coils in place. She states there was some difficulty placing the left essure coil and that she had always had pain on that side. She notes that the pain has gotten progressively worse over time. She notes that the pain is very sharp and can stop her in her tracks. The pain resolves spontaneously. The pain is aggravated by the menstrual period which is otherwise reported as normal. She desired definitive surgical removal. She was counseled and consented in the usual fashion. Findings at surgery: 1. Bimanual examination limited by body habitus. Normal appearing cervix on speculum exam. 2. At laparoscopy, normal liver, stomach, and bowel. Normal uterus. Bilateral tubes with essure coils in place. Ovaries appear slightly enlarged with multiple follicles bilaterally. Approximately 1cm umbilical hernia that was filled with omentum. Moderate midline adhesions from omentum to anterior abdominal wall, lysed. Description of procedure: the omentum was pulled out from the umbilical hernia and the midline adhesions from the omentum to the anterior abdominal wall were carefully transected with the ligasure. A routine bilateral salpingectomy was performed. The cornual region of both the fallopian tubes was cauterized and transected, revealing the essure coil which was removed in its entirety. Adequate hemostasis was assured. The specimens (including essure coils) were removed from the lateral side ports. The patient was awakened from anesthesia, extubated, and taken to the recovery room in satisfactory condition. There were no complications.. Lot number: c51083, manufacture date: 2014-04-30, expiration date: 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 30-year-old female patient who had essure (batch no. C51083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had difficulty placing the coil on left side". The patient's medical history included obesity. Previously administered products included for an unreported indication: mirena, oral contraceptive nos and glyburide. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2016, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type:metallic taste in mouth"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), nausea ("nausea"), dizziness ("neurological conditions or problems type: dizzy"), tremor ("neurological conditions or problems type: shaking hands"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant), 6 months 9 days after insertion of essure. In 2017, the patient experienced fatigue ("fatigue,") and alopecia ("hair loss"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), pelvic pain ("pain / pelvic pain"), back pain ("back pain") and arthralgia ("joint aches"). Essure treatment was not changed. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, acne, migraine, nausea, dizziness, tremor, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain, pelvic pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, device breakage, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, mood swings, nausea, pelvic pain, tremor, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Lot number: c51083 manufacture date: 2014-04-30 expiration date: 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: quality safety evaluation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.